Event description:
Routine complaint investigation when a health care facility reported receiving a high blood glucose reading of >600 mg/dl when compared to a laboratory comparison of 403 mg/dl. These values when plotted on a clark error grid fall into the "c" zone showing the difference to be clinically significant. There was no report of death, serious injury or mistreatment reported with the event.